Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. No sample or picture were provided for investigation. Without the sample, a detailed investigation could not be performed. The reported allergic reaction is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product instructions for use (IFU) which accompanies each device states that the complications arising from wall reconstruction with reinforcements can also be seen after the device has been used. These complications include, but may not be limited to: seroma/ hematoma / recurrence / adhesions/ chronic pains/ infection / inflammation/ allergic reactions to the components of the product. It also states that the possible complications associated with the use of this device are those typically associated with surgically implantable materials: seroma/ hematoma / recurrence / adhesions/ chronic pains/ infection / fistula formation / inflammation/ allergic reactions to the components of the product. The incident is maintained in our database for a broader trend analysis. Allergic reaction is a known complication of the procedure. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Manufacturer narrative:
(B)(4). A review of the device history record has been performed. This review confirmed that this lot of products was reviewed and released according to quality specifications. No sample or no picture were provided for investigation. Without the sample a detailed investigation could not be performed. A review of the routine product bioburden and endotoxin monitoring results from april 2014 until september 2014 has been performed. This review confirmed that the bioburden and endotoxin results were within specifications limits for the concerned period. The reported allergic reaction is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product instructions for use, which accompanies each device, states that the possible complications associated with the use of this composite mesh are those typically associated with surgically implantable mesh: seroma, hematoma, recurrence, adhesions, fistula formation, infection, inflammation, chronic pain, and/or allergic reactions to the components of the product. Potential events associated with state of the art mesh with similar indication may include: organ injury (including bowel and visceral injury), trocar-site herniation, bowel obstruction and urinary retention (related with the use of anesthetics). The report has been added to our product complaints database which is monitored for similar occurrences. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend.

Manufacturer narrative:
(B)(4). No further information has been provided by the patient. Contact information is not available to perform additional follow-up. Should additional information be received, a supplemental report will be submitted.

Event description:
According to the reporter, subsequent to an umbilical hernia repair with the device, the patient began to experience itching in several areas of the skin and a "furry" feeling on the tongue and lips. The symptoms have decreased but are not gone. The diagnosis was an unclear allergy. An allergy to applied drugs after the operation has been discounted. The hospital advised the patient to obtain the materials of the devices used to discount an allergy to the implanted materials.